Manufacturer narrative:
(B)(4). Additional information: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem was confirmed and reproduced during device evaluation. The root cause of this condition was determined to be a short-circuited auto calibration key on the keypad. The membrane keypad panel was replaced to correct the reported condition. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This information was inadvertently omitted from the previous follow-up. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility reported an automix 3+3 compounder which would not respond when the autocalibration keypad button was pressed. Consequently, the device would not autocalibrate. This condition occurred during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device was returned to baxter and is currently in the process of being evaluated. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.